Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a mesh explantation surgery on (B)(6) 2010 and another mesh was implanted at that time. The patient underwent a mesh repair surgery in (B)(6) 2011. No additional information was provided at this time. This is one of two medwatches being submitted. See also medwatch 2210968-2013-03729. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent sling implantation concurrently with posterior colporrhaphy to treat pelvic organ prolapse, stress urinary incontinence and rectocele. Due to mesh exposure, erosion, pain, bleeding, vaginal scarring and infections the patient underwent mesh repair and sling was 'move' on (B)(6) 2012.